Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer failed due to the broken plunger. A field service engineer replaced the broken plunger to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a drawer failure where the drawer 2.2 spring snapped out and required maintenance. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.